Event description:
I had essure placed on that date and I have had problems every single day ever since. I bled for almost constantly for an entire year, I have horrible migraines and backaches, I am bloated and rapidly gaining weight, often feel fatigued and depressed, have had skin rashes as well as allergic reactions to metals in jewelry that never bothered me before.